Manufacturer narrative:
Manufacturer's investigation conclusion: no issues could be correlated to the system controller. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled "alarms and troubleshooting", cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Section 2 of the patient handbook, entitled "how your heart pump works", and section 2 of the IFU, entitled "system operations", instruct users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Section 8 of the IFU, entitled "equipment storage and care" addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that all available log files had already been submitted. The controller exchange was considered routine without any consequences for the patient. Date and time were set on the new controller after the exchange. There was no unexpected pump stop.

Event description:
It was reported that the log files captured the system controller and left ventricular assist device (lvad) clocks not being set. The controller periodic log file captured 256 events at 11-hour intervals spanning from (B)(6) 2000 16:08:11 to (B)(6) 2000 and (B)(6) 2025 20:36:16 to (B)(6) 2025 07:31:04. At the onset of the log file, controller clock corrupt alarms were captured due to the controller clock not being set. This suggested that there was a complete loss of power to the system; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the log file. The alarms cleared by the time data was logged on (B)(6) 2025 at 20:36:16 and the controller clock was set. The log file captured backup battery faults associated with ebb_end_service_life faults, from (B)(6) 2025 20:36:16 to the end of the log file. The backup battery fault alarms did not impact the controller¿s ability to support the pump. There were no other notable events captured in the log file. The lvad periodic log file captured 256 events at 11-hour intervals from 30apr2000 to 27may2000 and 09apr2025 to 07jul2025. The log file captured the lvad clock not being set. This suggested that the pump had stopped; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the log file. No notable events were recorded. It was noted that this occurred due to controller exchange from main controller to backup controller (B)(6). The patient had forgotten to charge the backup controller routinely and the clock was reset to year 2000.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.